Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the device independently makes a restart (up to 3x) and then continues to operate normal.